Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that no problems were found with the system. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. It was reported that there was an alleged inaccuracy. Parts of the spine were almost parallel due to trauma. Surgeon mapped the cervical spine without complication but skipped over a fracture to operate lower on the spine. An additional spin and repositioning the reference frame closer to the fracture resolved the issue. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.